Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 64002, product type: adapter. Product ID 3550-29, product type: accessory. Product ID 3387-40, lot# v005849, implanted: (B)(6) 2008, product type: lead. Product ID 3387-40, lot# v005849, implanted: (B)(6) 2008, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 64002, product type: adapter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported the patient had a large fluid pocket in their chest near the implantable neurostimulator. The ins was protruding due to the fluid pocket. Impedance issues were normal and the battery longevity was normal. The ins battery was at 2.83v after three years. The ins was explanted and replaced. No device malfunction was alleged, but the ins was returned to rule out as a cause. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.